Event description:
Additional information was received from the patient (pt) via a manufacturer representative (rep). Pt called and stated her original lead incision site ¿burst open¿ about a month ago. Patient didn't go to stat care to have the wound checked; they went to their primary care dr. And the pt stated the primary care dr. Said they could see the leads in the open wound. Patient is seeing a new orthopedic/spine surgeon tomorrow to either have the incision closed and repaired or have the scs system explanted. The rep said they will follow up with more information as it¿s provided. It was noted that it was unknown the exact date of issue occurrence.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2022: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Pt stated she has pain at the battery site from clothing pulling on the battery in the pocket. She wanted the battery moved into her lower left back from left buttocks. Pt stated she lost weight over the last year and doesn¿t know exactly when the battery site started hurting. Surgeon moved the ins pocket. Impedances were within normal range prior to surgery when battery charge was 10%. Battery level dropped below 10% during surgery and made it unable to test impedances after reconnecting the battery. Surgeon was informed ins charge was low prior to surgery starting and continued with moving the ins pocket up to left flank from left buttocks. The revision occurred on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.